Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports of handle breakage against provided product and lot combination. A two-year complaint database search against provided product code finds no additional reports of broken handles. The investigation could not verify or draw any conclusions about the reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t-handle is broken.